Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, when the stent was deployed, it was noticed that the guide catheter was broken. The piece of broken guide catheter was retrieved using a snare and the procedure was successfully completed with this device. There were no patient complications reported as a result of this event.